Event description:
Spontaneously pt called in stating pump 455325 has not been infusing medication and she can't remember her last mix/patient could not remember when she last changed her remodulin cartridge. She does remember she last changed her site on (B)(6) 2020. She checked her pump because it was time to make a mix and it was still full. Patient states she has no pah symptoms, no shortness of breath. She switched and is using her working back up pump, she started her maintenance dose but then a couple hours later (B)(6) got a call from hospital, pt is having head aches, muscle pain, diarrhea. Unknown if patient was admitted to hospital. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt/clinical injury? No. Is the device available for investigation? Yes. Did we replace device? Yes. Did the pt have backup device they were able to switch to? Yes. Was the pt able to successfully continue the infusion? Yes. Is the infusion life-sustaining/ yes/ what's the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.